Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode lower rate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic with pre-syncope episodes. It was noted that in the long-term electrocardiogram (ECG) performed at the hospital, multiple pauses of approximately three point five seconds were observed without arrhythmia detection, as well as pacing at a rate of less than thirty beats per minute despite programming the implantable cardioverter defibrillator (ICD) at sixty beats per minute. It was noted that pacing inhibition was caused in both chambers. It was also noted that the right ventricular (rv) lead had a loss of capture and the right atrial (ra) lead exhibited intermittent sporadic loss of capture. The patient is atrial pacing depended and this causes a chain reaction. A loss of atrial capture causing no ventricular response (atrial driven) and some ectopic atrial beats are also not conduced. Reprogramming was done and the device and leads remain in use. No further patient complications have been reported as a result of this event.